Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass they experienced a h/s cuvette disconnect error. This event was originally deemed not reportable; however, it has become associated with voluntary safety alert 1124841-12/08/2015-004-c. The safety alert was initiated by terumo on december 8, 2015. No known impact or consequence to patient. Product was not changed out. Surgery was completed successfully without delay.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on january 5, 2016. (B)(4). The actual sample was not returned for evaluation; a retention sample from the same product code/ lot number combination was obtained for the investigation. The retention sample was visually inspected, during which no anomalies were noted. A review of the device history records revealed no manufacturing anomalies. The functionality of the cuvette and magnet was evaluated by connecting the unit to the cdi500 monitor. It was found to have no difficulties connecting to the monitor. The strength of the sample's magnet was measured and found to be within specification. The event reported by the user facility could not be reproduced; therefore this complaint is not confirmed. This event is associated with the voluntary safety alert distributed by terumo on (B)(6) 2015, and it was confirmed in other events that are also associated with this safety alert, that during these other events it is likely that the magnets were defective with weak magnetic strengths. These magnets are manufactured by an outside supplier, (B)(6). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.